Manufacturer narrative:
The technician found the right head caster cover was loose on, trapping the CPR/trend pedal in the engaged position, keeping the bed stuck in CPR mode. He released the pedal and secured the caster cover and tub base cover to repair the bed.

Event description:
Information received indicates the siderail controls are inoperable.